Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: at follow-up call on (B)(6) 2019, the customer's condition had improved and she did not currently have any diabetic symptoms. Customer stated that after the initial call on (B)(6) 2019, she had performed three additional blood glucose tests and had obtained the e-5 error. Customer stated that she had gone to the emergency room and was hospitalized from (B)(6) 2019 and she was discharged friday (B)(6) 2019. Customer's blood glucose test result when at the hospital was 1000 mg/dl non-fasting. Customer was diagnosed with hyperglycemia. Customer stated she was given IV fluids for two days, and was given an insulin injection every day since she was admitted. No additional blood tests were performed using the meter.

Event description:
Consumer reported complaint for e-5 error code. The product is not stored according to specification and is stored in the kitchen. Customer had another vial of test strips that had just been just purchased (B)(6) 2019, manufacturer¿s expiration date is 02/23/2021. During the call, a blood test was performed by the customer and produced test result of e-5 using meter. At the time of the call, the customer reported feeling tired. Customer stated that she was going to go to the emergency room.